Event description:
It was reported that after three days of use, the hub of the catheter was found to have detached from the catheter body. An x-ray confirmed that the catheter body was within the pt's wrist. A vascular surgeon excised the retained catheter portion from the pt's wrist and there were no additional complications.